Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and competitor right ventricular lead exhibited a low shock impedance measurement of less than 20 ohms. Additional information made available from the field indicated that the cause of the impedance issue was unknown and that during follow-up, there was no low shock impedance measurement. For now, the ICD remains implanted and in service. No adverse patient effects were reported.